Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. The device history record for the above-referenced product was unable to be reviewed since the batch number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) states that potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal device instructions for use (IFU) caution that a av fistula or pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device instructions for use (IFU) cautions the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The angio-seal patient information guide state some bruising or discomfort is common during the healing process after intravascular procedures; however, the patient should contact their physician immediately at the number listed on the patient information card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and /or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms.

Event description:
On (B)(6) 2016, after the patient had cardiac catheterization and a stent placed, a 6f angio-seal vip vascular closure device was deployed. The patient was discharged with 6-8 weeks of IV antibiotics. The patient returned to the emergency department on (B)(6) 2016 complaining of groin pain and developing nausea, rigors, chills, vomiting, max fever of 103 f and a mild rash. CT showed 3cm hematoma at the left common femoral artery and a 5-6mm pseudoaneurysm. An infection may be related to the angio-seal vip device was reported. The patient was discharged again with 6 weeks of IV antibiotics.